Manufacturer narrative:
(B)(4).

Event description:
It was reported that the system didn't alert on low occurred on app. No data or product was provided for investigation. Confirmation of the complaint was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.